Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
The reporter stated that a gamma nail broke and additional information will follow. No adverse consequence to the patient or surgical delay was reported.